Event description:
Philips received a complaint on the heartstart mrx device indicating that there was an "energy out of tolerance" error message. The device was evaluated by a philips rse and it was confirmed that the therapy capacitor was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.